Manufacturer narrative:
Covidien reference: (B)(4). The field service engineer (fse) evaluated the ventilator, and verified the customer reported malfunction. The fse replaced the power supply to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator became inoperative. The patient was transferred to another ventilator without harm.